Event description:
3/2005: the device involved in this case has been returned and evaluated by lifescan product analysis with the following findings: two test strips from the third vial looks like it has a chipped enzyme. One test strip from the third vial is wider at the top than the bottom.